Manufacturer narrative:
Batch record review of lot c122 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. Trends were reviewed for complaint category, pressure dome membrane leak. No trend was detected for complaint category, pressure dome membrane leak. CAPA (B)(4) were initiated for complaint category, pressure dome membrane leak. Service order, (B)(4), feedback: the service order technician replaced and calibrated the pressure transducer, cleaned up the blood, and ran a system checkout. Service order (B)(4) is now closed and no further action is required. This assessment is based on information available at the time of the investigation. Product analysis is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).

Event description:
The customer reported that a blood leak was observed at the system pressure dome when the single needle mode treatment had reached 262 ml whole blood processed. No alarms occurred. The treatment was aborted at that time and the blood in the kit was not returned to the patient. The customer stated they were starting a new ecp treatment for the patient now on a different instrument. The customer called back on (B)(6) 2014 and requested assistance with estimating the amount of blood not returned to the patient when the treatment was aborted. The clinical services specialist assisted the customer in using technical bulletin clx #08 to estimate the volume present in the procedural kit components. The customer was satisfied with the assistance provided. The patient was reported in stable condition. The system pressure dome was returned for evaluation on 09/19/2014. Service order, (B)(4), was generated.